Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus,drainage back behind her ear,white nose there was not report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections b2, b5, d8, e1, g4, h6. The corrected information is reflected in this report. The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage . After review, it was determined no required intervention to prevent permanent impairment/damage was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1. B. 5 section was reported incorrectly in the previous report, which correctly updated in this follow up report. E.1 section was missing in the previous report, which is correctly updated in this follow up report. D. 8, g. 4 section was reported incorrectly in the previous report, which correctly updated in this follow up report. H. 6 section was incorrectly reported 2277 (health effect - clinical code), which is correctly updated now as 2420 and 4545.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus, drainage back behind her ear, allergies. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus, drainage back behind her ear, allergies. There was no report of serious or permanent patient harm or injury. On previously submitted report b5 was incorrected, which is corrected/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received infomation an alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h4 corrected in this report. Section h6 incorrectly reported 4545 (health effect-clinical code), which is now corrected as 4581 and updated in this report.